Event description:
During infusion of chemotherapy, the hub broke off of the catheter.

Manufacturer narrative:
Product implicated is a 3 french catheter. Returned for evaluation is the catheter hub only, which measures 5.6cm. Lot history review was not possible since no lot number was indicated. The catheter separated inside the hub. The hub was dissected just distal to the break site to view the tubing. Under 50x magnification, the texture at the break point appears granular and dull with some spots of jaggedness. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart. The instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not secured properly it may migrate or inadvertently be broken."